Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. Blood glucose level of the customer was 47 mg/dl and 538 mg/dl and other relevant blood glucose level was 300 mg/dl. The customer was treated with the cookies for hypoglycemia and with the insulin pump and manual injections for hyperglycemia. The insulin pump had insulin flow blocked alarm and event was resolved by changing the entire set. The insulin pump passed the self test. The insulin pump will not be returned for the analysis.